Manufacturer narrative:
A stryker field service representative evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had illuminated its service led and had logged an event code which is associated with a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There were no reports of patient use associated with the reported event.